Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that patient experienced a second degree heart block. The right ventricular (rv) lead exhibited high thresholds, intermittent and no capture at a post operative check. Undersensing was also noted on the lead. The lead was repositioned and remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the lead was reprogrammed prior to being repositioned.